Event description:
It was reported by the aci sales professional that a (B)(6) female pt underwent a diagnostic coronary procedure on (B)(6) 2013. Access was obtained at the common femoral artery via a 5f sheath (model unk). A pre-procedure femoral angiogram showed the vessel size to be 6mm. Peri-procedure; the pt was anti-coagulated with aspirin. Following the procedure, the tech who is a trained user, selected the mynxgrip vascular closure device 5f to close the access site. It was reported that when the procedural sheath was being retracted the device jammed. The device was removed and peg was noted to be above the advancer tube. The pt was converted to 20 minutes of manual compression at which time hemostasis was achieved. The pt was hospitalized for reasons unrelated to the mynxgrip device / mynxgrip procedure.

Manufacturer narrative:
Visual inspection of the returned device showed that the shuttle cartridge engaged to the handle and with the procedural sheath pulled back against the shuttle. The advancer tube was engaged to the proximal tamp lock. A segment of the sealant was found adhered to the inside wall of the shuttle cartridge. It is unk if the sealant adhered to the shuttle cartridge during the procedure or transit by dry blood. The catheter, shuttle cartridge and procedural sheath were inspected for anomalies (i.e. Presence of adhesive, kinks, deformity). A kink was observed on the catheter shaft proximal to the tamp lock. The kink probably occurred during subsequent handling or transit as the device was returned in a small zip lock bag. The review of the lhr (lot f1317110) indicated that the device lot met all established performance criteria prior to shipment. Based on the provided info and the investigation performed, the probable cause for the reported device deployment jam and the root cause of sealant stuck to device component could not be conclusively determined.